Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and also insulin pump was dead. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer states display was blank currently. The customer was assisted with troubleshooting and the display did not return. Customer will return device for analysis.